Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: adipositas procedure (gastric sleeve) event description: clip applier was used during adipositas procedure, dr. [Name] took another one when the clip was stuck in the device. Additional information received from applied medical representative via email on 11feb26: lot number of the second non-sterile device- 1559036. It was the same issue with the second device - clip applier was used during adipositas procedure, the clip was stuck in the device. Additional information received from applied medical representative via email on 16feb2026: no clip loaded into the jaws. Yes, the incident initially observed when the first clip or a subsequent clip was loaded. It occurred again, 4-5 times. The clip was loaded and visible between the jaws of the device, and it was properly seated. During insertion there was no clip loaded, with the removal the customer does not remember. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip manually removed from the jaws. The device was not actuated and reset. There was no clip between the jaws. There was resistance in trigger actuation. Additional information received from applied medical representative via email on 20feb2026: both the devices were used in the same procedure. Intervention: used a new one. Patient status: patient is good.